Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited the error codes: e315 (incompatible scope), b30 (scope communication error) and e216 (scope communication error). The issue occurred, during preparation for use. For an unspecified diagnostic procedure. There were no reports of patient harm.